Event description:
As reported, during a ureteroscopy, an ngage nitinol stone extractor was tested prior to use and failed to open or close. Another device was used and the procedure was completed successfully without further incident. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Occupation: clinical resource coordinator. PMA/510(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary as reported, during a ureteroscopy, an ngage nitinol stone extractor was tested prior to use and failed to open or close. Another device was used, and the procedure was completed successfully without further incident. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and function test of the device were conducted during the investigation. The device was returned in open packaging to cook for investigation. The support tubing was broken at the handle. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which cautions, ¿excessive force could damage device.¿ based on the available information, cook concluded that the cause for the damage was unknown. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The returned device was found to have a basket that would not open due to the support sheath being separated at the handle. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 22dec2022 regarding the lot number. The lot number is 14978981.